Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a minimally invasive discectomy through tube system. Intra-op, the movable part of the pi tuitary broke off while in situation. The surgeon attempted to retrieve the broken fragment but was unable to grab it. The fragment was left in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.